Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the gear clamp has a major leak. Associated malfunction for this device: poppet valve defective.